Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The user reported that the device performance (abnormal airflow) led the user to take immediate clinical action to mitigate health risk at the beginning of a surgery. There was no adverse impact to the involved pt. The airflow was abnormal due to a twisted hose. The information available regarding the twisted hose is consistent with a use error after the completion of the self test.